Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the foreign objects inside the light guide lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cystonephro videoscope exhibited foreign objects inside the light guide lens. There was no patient involvement.

Event description:
It was observed during the device evaluation that the cystonephro videoscope exhibited foreign objects inside the light guide lens, as well as corrosion in the drum unit and the forceps channel. No patients were involved.

Manufacturer narrative:
Correction is being made to previously submitted b5 and h6. Corrected fields: b5, h6.